Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and ectopic pregnancy ("ectopic pregnancy") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), depression ("depression") and anxiety ("mental anguish") and was found to have an ectopic pregnancy (seriousness criteria medically significant and intervention required). The patient was treated with surgery (underwent a laparoscopic salpingectomy). Essure was removed. At the time of the report, the pelvic pain, ectopic pregnancy, menstrual disorder, depression and anxiety outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the (B)(6). The reporter considered anxiety, depression, ectopic pregnancy, menstrual disorder and pelvic pain to be related to essure. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('ectopic pregnancy'), pelvic pain ('pelvic pain') and device dislocation ('no evidence of essure on right side or anywhere in the uterus/ failure to occlude (close) fallopian tube.') In a 23-year-old female patient who had essure (batch no. A50513) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective / failure to occlude (close) fallopian tube." And device monitoring procedure not performed "plaintiff did not undergo essure confirmation test.". The patient's medical history included multigravida and parity 3. Concurrent conditions included ovarian cyst. Concomitant products included ibuprofen, oxycodone and paracetamol (acetaminophen). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), 1 month 11 days after insertion of essure. On (B)(6) 2013, the patient experienced nausea ("nausea"). On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and migraine ("migraine headache") and was found to have weight increased ("weight gain"). On (B)(6) 2014, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On (B)(6) 2018, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), urinary tract infection ("uti"), vaginal infection ("vaginal infection") and dyspareunia ("dyspareunia"). The patient was treated with surgery (underwent a laparoscopic salpingectomy ). Essure was removed. At the time of the report, the ectopic pregnancy with contraceptive device, device dislocation, menstrual disorder, depression, anxiety, migraine, nausea, dysmenorrhoea, weight increased, vaginal haemorrhage, menorrhagia, urinary tract infection, vaginal infection and dyspareunia outcome was unknown and the pelvic pain had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered anxiety, depression, device dislocation, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: insertion details:-one coil was seen in the uterus on each side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.7 kg/sqm. Pregnancy test - on (B)(6) 2018: positive. Ultrasound scan - on (B)(6) 2018: singleton intrauterine. Fetal heart motion is not seen. Fetal yolk sac is not identified. The placenta formation is not yet visible. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: ectopic pregnancy lot number: a50513 manufacture date: 2012-09. Expiration date: 2015-09-30. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-apr-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('ectopic pregnancy'), pelvic pain ('pelvic pain') and device dislocation ('no evidence of essure on right side or anywhere in the uterus/ failure to occlude (close) fallopian tube.') In a 23-year-old female patient who had essure (batch no. A50513) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective / failure to occlude (close) fallopian tube." And device monitoring procedure not performed "plaintiff did not undergo essure confirmation test.". The patient's medical history included multigravida and parity 3. Concurrent conditions included ovarian cyst. Concomitant products included ibuprofen, oxycodone and paracetamol (acetaminophen). On (B)(6)2013, the patient had essure inserted. On (B)(6)-2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), 1 month 11 days after insertion of essure. On (B)(6)2013, the patient experienced nausea ("nausea"). On (B)(6)2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and migraine ("migraine headache") and was found to have weight increased ("weight gain"). On (B)(6)2014, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On (B)(6)2018, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), urinary tract infection ("uti"), vaginal infection ("vaginal infection") and dyspareunia ("dyspareunia"). The patient was treated with surgery (underwent a laparoscopic salpingectomy and underwent a left laparoscopic salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the ectopic pregnancy with contraceptive device, device dislocation, menstrual disorder, depression, anxiety, migraine, nausea, dysmenorrhoea, weight increased, menorrhagia, urinary tract infection, vaginal infection and dyspareunia outcome was unknown and the pelvic pain and vaginal haemorrhage had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered anxiety, depression, device dislocation, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: insertion details:-one coil was seen in the uterus on each side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.7 kg/sqm. Pregnancy test . On (B)(6) 2018: positive. Ultrasound scan . On (B)(6) 2018: singleton intrauterine. Fetal heart motion is not seen. Fetal yolk sac is not identified. The placenta formation is not yet visible. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: ectopic pregnancy. Lot number: a50513 manufacture date: 2012-09 expiration date: 2015-09-30 quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received. Added outcome for event vaginal bleeding to recovered. Product end date added we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('ectopic pregnancy'), pelvic pain ('pelvic pain') and device dislocation ('no evidence of essure on right side or anywhere in the uterus/ failure to occlude (close) fallopian tube.') In a 23-year-old female patient who had essure (batch no. A50513) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective / failure to occlude (close) fallopian tube." And device monitoring procedure not performed "plaintiff did not undergo essure confirmation test.". The patient's medical history included multigravida and parity 3. Concurrent conditions included ovarian cyst. Concomitant products included ibuprofen, oxycodone and paracetamol (acetaminophen). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), 1 month 11 days after insertion of essure. On (B)(6) 2013, the patient experienced nausea ("nausea"). On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and migraine ("migraine headache") and was found to have weight increased ("weight gain"). On (B)(6) 2014, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On (B)(6) 2018, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstruation issues"). The patient was treated with surgery (underwent a laparoscopic salpingectomy and underwent a left laparoscopic salpingectomy). Essure was removed. At the time of the report, the ectopic pregnancy with contraceptive device, device dislocation, menstrual disorder, depression, anxiety, migraine, nausea, dysmenorrhoea and weight increased outcome was unknown and the pelvic pain had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered anxiety, depression, device dislocation, dysmenorrhoea, ectopic pregnancy with contraceptive device, menstrual disorder, migraine, nausea, pelvic pain and weight increased to be related to essure. The reporter commented: insertion details:-one coil was seen in the uterus on each side. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 65.7 kgs. Pregnancy test - on (B)(6) 2018: positive. Ultrasound scan - on (B)(6) 2018: singleton intrauterine. Fetal heart motion is not seen. Fetal yolk sac is not identified. The placenta formation is not yet visible. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: ectopic pregnancy lot number: a50513 manufacture date: 2012-09 expiration date: 2015-09-30. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-aug-2019: quality-safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('ectopic pregnancy'), pelvic pain ('pelvic pain') and device dislocation ('no evidence of essure on right side or anywhere in the uterus/ failure to occlude (close) fallopian tube.') In a 23-year-old female patient who had essure (batch no. A50513) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective / failure to occlude (close) fallopian tube." And device monitoring procedure not performed "plaintiff did not undergo essure confirmation test.". The patient's medical history included multigravida and parity 3. Concurrent conditions included ovarian cyst. Concomitant products included ibuprofen, oxycodone and paracetamol (acetaminophen). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), 1 month 11 days after insertion of essure. On (B)(6) 2013, the patient experienced nausea ("nausea"). On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and migraine ("migraine headache") and was found to have weight increased ("weight gain"). On (B)(6) 2014, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On (B)(6) 2018, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), urinary tract infection ("uti"), vaginal infection ("vaginal infection") and dyspareunia ("dyspareunia"). The patient was treated with surgery (underwent a laparoscopic salpingectomy and underwent a left laparoscopic salpingectomy). Essure was removed. At the time of the report, the ectopic pregnancy with contraceptive device, device dislocation, menstrual disorder, depression, anxiety, migraine, nausea, dysmenorrhoea, weight increased, menorrhagia, urinary tract infection, vaginal infection and dyspareunia outcome was unknown and the pelvic pain and vaginal haemorrhage had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered anxiety, depression, device dislocation, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: insertion details:-one coil was seen in the uterus on each side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.7 kg/sqm. Pregnancy test - on (B)(6) 2018: positive. Ultrasound scan - on (B)(6) 2018: singleton intrauterine. Fetal heart motion is not seen. Fetal yolk sac is not identified. The placenta formation is not yet visible. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: ectopic pregnancy lot number: a50513, manufacture date: 2012-09, expiration date: 2015-09-30. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-apr-2021: mr received: reporter and action taken with drug added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('ectopic pregnancy'), pelvic pain ('pelvic pain') and device dislocation ('no evidence of essure on right side or anywhere in the uterus/ failure to occlude (close) fallopian tube.') In a 23-year-old female patient who had essure (batch no. A50513) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective / failure to occlude (close) fallopian tube." And device monitoring procedure not performed "plaintiff did not undergo essure confirmation test.". The patient's medical history included multigravida and parity 3. Concurrent conditions included ovarian cyst. Concomitant products included ibuprofen, oxycodone and paracetamol (acetaminophen). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), 1 month 11 days after insertion of essure. On (B)(6) 2013, the patient experienced nausea ("nausea"). On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and migraine ("migraine headache") and was found to have weight increased ("weight gain"). On (B)(6) 2014, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On (B)(6) 2018, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstruation issues"). The patient was treated with surgery (underwent a laparoscopic salpingectomy and underwent a left laparoscopic salpingectomy). Essure was removed. At the time of the report, the ectopic pregnancy with contraceptive device, device dislocation, menstrual disorder, depression, anxiety, migraine, nausea, dysmenorrhoea and weight increased outcome was unknown and the pelvic pain had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered anxiety, depression, device dislocation, dysmenorrhoea, ectopic pregnancy with contraceptive device, menstrual disorder, migraine, nausea, pelvic pain and weight increased to be related to essure. The reporter commented: insertion details:-one coil was seen in the uterus on each side. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 65.7 kgs. Pregnancy test - on (B)(6) 2018: positive. Ultrasound scan - on (B)(6) 2018: singleton intrauterine. Fetal heart motion is not seen. Fetal yolk sac is not identified. The placenta formation is not yet visible. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: ectopic pregnancy most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and mr received. Reporters information updated. Lot number was added. New event: migraines / headaches, nausea, dysmenorrhea (cramping), weight gain , plaintiff did not undergo essure confirmation test. , no evidence of essure on right side or anywhere in the uterus were added. Event outcome : pelvic pain were updated . Event: verbatim :device ineffective / failure to occlude (close) fallopian tube were updated. Medical history , concomitant drugs, and lab data were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('ectopic pregnancy'), pelvic pain ('pelvic pain') and device dislocation ('no evidence of essure on right side or anywhere in the uterus/ failure to occlude (close) fallopian tube.') In a 23-year-old female patient who had essure (batch no. A50513) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective / failure to occlude (close) fallopian tube." And device monitoring procedure not performed "plaintiff did not undergo essure confirmation test.". The patient's medical history included multigravida and parity 3. Concurrent conditions included ovarian cyst. Concomitant products included ibuprofen, oxycodone and paracetamol (acetaminophen). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), 1 month 11 days after insertion of essure. On (B)(6) 2013, the patient experienced nausea ("nausea"). On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and migraine ("migraine headache") and was found to have weight increased ("weight gain"). On (B)(6) 2014, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On (B)(6) 2018, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), urinary tract infection ("uti"), vaginal infection ("vaginal infection") and dyspareunia ("dyspareunia"). The patient was treated with surgery (underwent a laparoscopic salpingectomy ). Essure was removed. At the time of the report, the ectopic pregnancy with contraceptive device, device dislocation, menstrual disorder, depression, anxiety, migraine, nausea, dysmenorrhoea, weight increased, vaginal haemorrhage, menorrhagia, urinary tract infection, vaginal infection and dyspareunia outcome was unknown and the pelvic pain had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered anxiety, depression, device dislocation, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: insertion details:-one coil was seen in the uterus on each side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.7 kg/sqm. Pregnancy test - on (B)(6) 2018: positive. Ultrasound scan - on (B)(6) 2018: singleton intrauterine. Fetal heart motion is not seen. Fetal yolk sac is not identified. The placenta formation is not yet visible. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: ectopic pregnancy lot number: a50513, manufacture date: 2012-09, expiration date: 2015-09-30. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-mar-2020: plaintiff fact sheet received. Events vaginal bleeding, menorrhagia, uti, vaginal infection, dyspareunia were added. Reporter information updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.